Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 4.00mm flextome cutting balloon was selected for use. During procedure, after an unspecified wire was inserted into a non bsc catheter and advanced into the circumflex artery and lad, the flextome balloon was attempted to deliver. However, it was noted that there was severe resistance in the guide catheter. After it was pushed forcibly, the balloon was delivered near the proximal lad. However, it was difficult to deliver further. When balloon was removed, presence of blood was confirmed inside the balloon so it was suspected that the balloon ruptured. The balloon was inflated outside the body and it inflated normally. Then, it was noted that the proximal shaft of the hypotube became separated. The procedure was completed with another of the same device. The unspecified wire in the circumflex artery was removed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at 575mm distal to the strain relief. Multiple kinks were also identified on the hypotube sections. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. The guide catheter and guidewires used during the procedure were not received for analysis. For this device the recommended size of guidewire is 0.014 in (0.36 mm) as per flextome¿ cutting balloon dfu and the recommended size of guide catheter is 6f as per flextome coronary cutting balloon product spec. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was also identified inside the balloon. Due to the condition of the returned device it was not possible to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of the encore inflation unit which allowed the balloon to be inflated. As a result the balloon was inflated to its rated burst pressure of 12 atmospheres using glycerol with no leaks identified. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 4.00mm flextome¿ cutting balloon¿ was selected for use. During procedure, after an unspecified wire was inserted into a non bsc catheter and advanced into the circumflex artery and lad, the flextome¿ balloon was attempted to deliver. However, it was noted that there was severe resistance in the guide catheter. After it was pushed forcibly, the balloon was delivered near the proximal lad. However, it was difficult to deliver further. When balloon was removed, presence of blood was confirmed inside the balloon so it was suspected that the balloon ruptured. The balloon was inflated outside the body and it inflated normally. Then, it was noted that the proximal shaft of the hypotube became separated. The procedure was completed with another of the same device. The unspecified wire in the circumflex artery was removed. No patient complications were reported and patient's status was stable.